Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Event description:
Litigation papers allege: on or about (B)(6) of 2009, patient began experiencing extreme pain and discomfort in his right hip. This pain became noticeable in everyday activities such as walking, sitting down and kneeling down. On or about that time, patient also began experiencing pain in his left hip. Said pain and discomfort severely impacted patients ability to perform normal, everyday activities. Bilateral patient. Doi: (B)(6) 2008 - dor: no revision reported at this time. (Left side) doi: (B)(6) 2008 - dor: no revision reported at this time. (Right side) patient is a resident of (B)(6). **update: sales rep has reported the revision surgery. Patient was revised for unknown reasons. Dor: (B)(6) 2011.

Manufacturer narrative:
The report states: litigation papers allege: on or about (B)(6) 2009, patient began experiencing extreme pain and discomfort in his right hip. This pain became noticeable in everyday activities such as walking, sitting down and kneeling down. On or about that time, patient also began experiencing pain in his left hip. Said pain and discomfort severely impacted patients ability to perform normal, everyday activities. Bilateral patient: doi: (B)(6) 2008; dor: no revision reported at this time. (Left side). Doi: (B)(6) 2008; dor: no revision reported at this time. (Right side). (B)(6). **update: sales rep has reported the revision surgery. Patient was revised for unknown reasons. Dor: (B)(6) 2011. ***update: (B)(6) 2011 hospital reported on medwatch. Product/lot numbers received for revision on right side. Dor: (B)(6) 2011. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.